Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that at 12:30pm her blood glucose elevated to 390 mg/dl. She set a temporary basal rate increase of 180% to lower her blood glucose to her normal range of 100-140 mg/dl. She found that her infusion tubing had become disconnected at the luer connection. She reconnected the infusion tubing and stated that she smelled insulin. Her blood glucose remained elevated in the 300-400 mg/dl range and at 5:30pm, an e4 (occlusion) error was displayed. When she pressed the check button to clear the error an a6 (tbr canceled) and an a8 (bolus canceled) were displayed. The infusion site was changed earlier in the evening. She stated she changes the infusion site every 3 days and the insulin cartridge and infusion tubing every 8 days. She was advised to change the infusion tubing every 6 days. Upon follow up the next day, the patient stated that her blood glucose had returned to normal. She stated that she changed her insulin cartridge, infusion tubing, and adapter and she has had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.